Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked stylet is confirmed but the exact cause is unknown. One t-lock assembly with the stylet was returned for investigation. Use residue was visible on the device. Two kinks in the stylet were observed 58 mm and 275 mm from the distal end. Based on the description of the reported event and condition of the returned sample, possible contributing factors include damage during handling and insertion against resistance. As the stylet was observed to be kinked, the complaint is confirmed but the exact cause is unknown. A lot history review (lhr) of reby2013 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility to the tm that during placement of the device the 3cg wire was noted to be bent making placement difficult. A new device was used for the procedure. On 05/18/2018 - sample evaluation found the stylet was kinked.